Manufacturer narrative:
Device labeling addresses: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Published studies indicate that breast cancer is no more common in women with implants than those without implants. A large, long-term follow-up found no significant increases in the risk rates for a wide variety of cancers, including stomach cancer, leukemia, and lymphoma. Based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin's lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan's and other manufacturers' breast implants. You should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl.

Event description:
Health professional reported via voluntary medwatch 5042321, "[patient] noted increased size of the left breast and a firm mass medially, also in the left breast. Ultrasonic-guided needle biopsy of both the breast mass (which provided to be retro-pectoral) and left axillary lymph nodes done showed anaplastic large cell lymphoma, alk neg, in the breast and the nodes. Pet/CT showed the breast mass to be highly hypermetabolic; enlarged, hypermetabolic left axillary nodes. The patient received chemotherapy (cyclophosphamide, doxorubicin, vincristine, prednisone, etoposide) with good response. Breast implant removal has been recommended." Per follow-up, health professional additionally reported that the patient has left side capsular contracture and had noted a "bulging" on the left side. Baker grade was not provided. Health professional confirmed that the left side device remains implanted and that the patient has "declined to have [it] removed." This event will be captured as lymphoma as confirmation of alcl has not been received.